Manufacturer narrative:
Pt information not provided by reporter. Customer reported a facility medwatch report was sent to the FDA. On 5/2/2017, 3m has not received the facility medwatch from the FDA yet.

Event description:
Customer reported the plastic film from cm5-200 curos male tips was sporadically staying on the end of the male tip when removed from the strip. No known patient harm or injury has been associated with this report.